Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had issues with the insulin pump. The customer kept getting black and did not trust the insulin pump anymore. The issues continued after the customer tried a different battery cap in the past. The customer dropped the insulin pump a few times. Customer's blood glucose level was 10 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump had blank display due to moisture damage on interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test or verify full segments display due to blank display. Insulin pump was received without original battery cap. Insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip.